Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead exhibited noise reversions. Programming changes were implemented. The patient returned complaining of discomfort, shortness of breath, and fatigue. Review found the right ventricular lead was undersensing. Additional programming changes were implemented. The patient was in stable condition.